Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization hyperglycemia and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital via ambulance, due to diabetic ketoacidosis (dka) high blood glucose (bg) levels of 29 mmol/l (522 mg/dl) vomiting and diarrhea. The omnipod personal diabetes manager (pdm) was not holding charge. At the hospital, the patient was placed on a sliding scale with insulin, administered paracetamol trough an intravenous (IV) drip, anti sickness medication with a manual injection and hydromol ointment 500 grams until finish, twice a day morning and evening to avoid infection.